Event description:
The patient reported receiving repeated e4 (occlusion) errors on her infusion device while attempting to bolus and during basal delivery. She stated that the infusion set was changed earlier in the morning. She did not have replacement accessories with her at the time of the report. Her blood glucose was elevated to 600 mg/dl and she was advised to go to the hospital. Upon follow up the patient stated that she was treated with serum and ev insulin and she was released the following morning. She was advised at the hospital that an occlusion was found in the infusion set. Her blood glucose lowered to 180 mg/dl after reconnecting to her infusion device with a new infusion set. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded at the hospital. No product will be returned for evaluation.